Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had produced noisy images and errors when the connector was impacted after system connection. The issue was found during the inspection for use. There were no reports of patient involvement.